Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 26 mmol/l (468 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. The cannula dislodged from the infusion site. A new pod was applied and a bolus was delivered to treat the hyperglycemia.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be stretched and measured outside specification. It could not be determined when or how this damage occurred. During investigation, a leak was observed in the exposed portion of the soft cannula. This leak diverted insulin from the intended fluid path. It could not be conclusively determined when or how this damage occurred. No damages or defects were observed that would result in the soft cannula becoming dislodged from the infusion site. The cause of the reported cannula dislodge could not be determined.